Manufacturer narrative:
Additional information: d4, h4, h6, h11. H4: the lot was manufactured between june 2, 2023 and june 6, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a small volume folfusor. After the first 24 hours of infusion, it was observed that the device had not delivered any of the medication dose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.